Event description:
Patient presented to the physician with tension from the stimulation lead causing the lead to protrude at the neck incision site, impairing the patient¿s movement and ability to do daily tasks. Due to the risk of erosion and injury, physician brought the patient into the or, removed scar tissue at the neck incision, provided additional slack to the stimulation lead, and closed.

Event description:
Patient presented back to the physician with continued tension from the stimulation lead causing significant pain and limitation of neck movement. Physician brought the patient into the or and removed the entire inspire system.